Manufacturer narrative:
It was noted that the two proglides used in this case had different lot#s (0051041 and 0050742); however, it is unknown which lot# belonged to the complaint device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to a plugging of internal iliac artery interventional procedure. Reportedly, the suture of the two proglide devices were successfully pre-placed. The sheath size was upsized to 14f and the procedure was completed. Knot advancement was successful with the suture of the first proglide device. While post closing with the suture of the second proglide device, the suture (including the knot) and a needle tip came out with the suture trimmer when retracted. No tissue damage was noted. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Only the suture trimmer and cut portion of suture were returned. Analysis was performed on the returned gated suture trimmer. A review of the lot history record and complaint history could not be conducted because the device was not returned, and the lot number was not provided. In the absence of device or posterior needle tip returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.